Manufacturer narrative:
Concomitant: product ID 3550-09, lot# lb0856, implanted: 2003-(B)(6), explanted: 2007-(B)(6), product type accessory. Product ID 3550-09, lot# lb0856, implanted: 2003-(B)(6), explanted: 2007-(B)(6), product type accessory. Product ID 3887-33, lot# j0337640v, implanted: 2003-(B)(6), product type lead. Product ID 7495-25, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped working and was replaced in the year 2007. It was unknown why the ins had stopped working. No outcome or further details were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.